Manufacturer narrative:
A 4mm x 15cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during ballooning of a heavily calcified lesion in the left superficial femoral artery (sfa). The product was returned for analysis. A non-sterile powerflex pro 4mm x 15cm 135cm pta balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, there were no anomalies observed. Per functional analysis a lab sample syringe filled with water was attached to the luer hub of the catheter and successfully flushed. Neither resistance nor loose material/matter was observed during the flushing procedure. Then, a lab sample .035¿ guide wire was also successfully introduced into the guide wire lumen via tip, all along through the unit. No obstruction was experienced during the insertion test. Finally, a three-way valve was attached to the inflation lumen port. Required pressure was applied to the device to inflate the balloon, and a leakage was observed on the balloon. Per sem analysis the balloon leakage was caused by a rupture on the balloon surface. The inner surface presented elongations along the rupture. The outer surface presented evidence of elongations, scratch marks and bulged/peeled off material near to the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface probably led to the ruptured condition found on the balloon. It seems the balloon material near the rupture was torn with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82150000 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed through analysis of the returned device. The exact cause of the evet could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 4mm15cm 135 powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during ballooning of a heavily calcified lesion in the left superficial femoral artery (sfa).